Event description:
Information was received indicating that this syringe infusion pump exhibited a motor not running error. It was also noted that the pump display was damaged and the handle was broken. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had cracks on the bottom case and top case handle. The event history log noted a motor not running message. Functional testing included use testing and occlusion testing. The pump was powered up and missing pixels were noted on the lcd screen. During the occlusion test, the motor not running error was found. Further investigation found that the lcd tabs were misaligned and that the combination of old style motor bracket and leadscrew clutch halves were found to be covered with black teflon debris. The lcd tabs were realigned, and the motor bracket, leadscrew and clutch halves were replaced. The bottom case and top case were also repaired. Based on the evidence, the complaint was confirmed. The root cause was attributed to customer damage and normal wear as the pump was about 10 years old.